Event description:
It was reported that pump touchscreen became unresponsive and appeared frozen, preventing customer from interacting with pump screen. There was no adverse impact to the customer's blood glucose level. Customer contacted technical support, received instructions to perform full pump reset, and after reset customer was able to interact with pump screen again.